Event description:
It was reported that during a ptca procedure, the tip of the graphix guidewire separated. The lesions being treated were located in a svg between the right coronary artery (rca), the left anterior descending artery (lad) and on the posterior lateral branches. First, ptca was performed through the svg to the lad. Next, ptca was performed on the native rca to the posterior lateral. Next, the graphix guidewire was advanced through the 80% stenotic, moderately tortuous post descending artery (pda) to implant a taxus drug eluting stent at the origin. The physician experienced some difficulty rotating the guidewire (without the use of a torquing device), and the polymer floppy tip of the graphix guidewire broke off. The separated tip was advanced with an unknown balloon into a distal branch to minimize risk. There were no patient complications reported, and the procedure was completed with this device. Patient status was reported as 'good.'